Event description:
After an undetermined amount of intra-aortic balloon therapy, a balloon leak was detected. The intra-aortic balloon was removed and replaced. No pt injury or further complications occurred as a result of this event. No further details are available.